Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref: 3005334138-2019-00016. During a premature ventricular contraction procedure, a pericardial effusion occurred. While ablating near the septum, the patient became symptomatic and was hypotensive. An echocardiogram revealed a pericardial effusion underneath an ICD that was in place. A pericardiocentesis was performed to stabilize the patient. The physician alleged the effusion occurred when switching from an sr0 introducer to an agilis due to the location of the effusion. There were no performance issues with any abbott device.